Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. Additional attempts were made to contact the customer, with no response. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).